Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "is set to a low rate and now I can't get my heart rate above that and I am asthmatic and it's affecting my breathing". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.